Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy probe stopped working properly after a minute or two during three different vitreoretinal procedures and the aspiration was functioning. The product was replaced with another one. The procedures were completed and there was no harm to the patients. The product samples are available. No additional information is expected.

Manufacturer narrative:
One complaint sample was returned for evaluation for the report of cutter stopped cutting. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issues. The returned sample was visually inspected and deemed nonconforming. The cutter is in port. No functional testing could be performed due to cutter stuck in port. The probe was disassembled and the components inspected. There is approximately five minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. No presence of adhesive on inner cutter when held under uv lighting. Slight resistance felt when removing the inner cutter from the needle. Very little wear marks at bend area. Gouge marks on a section of the inner cutter. The complaint evaluation does confirm the probe had a cut issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that in beginning of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).